Manufacturer narrative:
An event of device deformity during procedure was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from field indicated that there was no angulation or kinking in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer septal occluder was chosen for implant. During deployment, the device was observed to deform in a cobra-like shape. A replacement 36mm amplatzer septal occluder was successfully implanted. There was no adverse patient effect or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no angulation or kinking in the delivery system. The cause of the reported incident could not be conclusively determined.